Manufacturer narrative:
Technical services discussed the reed switch had become stuck which caused the device to emit beeping tones. With enable magnet use off and the completion of the capacitor reformations, critical therapy is available. However the longevity of the device will be effected. The available information suggests this device remains in service. Should additional information become available this event will be updated. Upon receipt at our post market quality assurance laboratory, analysis confirmed that the reed switch was stuck, which caused the beep tones and erroneous programmer message that there is a magnet present that were observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. The device was interrogated and a message indicating a magnet was present had been displayed, however there was no magnet present. Enable magnet use was programmed off and capacitor reformations were performed. No adverse patient effects were reported. The device was later explanted due to normal battery depletion and was returned for analysis. No adverse patient effects were reported.